Manufacturer narrative:
(B)(4). Date of event: publication year of 2008. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: genitofemoral nerve injury after laparoscopic varicocelectomy in adolescents authors: oliver j. Muensterer citation: the journal of urology (2008); 180:2155-2158. Doi:10.1016/j.juro.2008.07.068. The authors described the incidence of genitofemoral nerve injury (gni) according to the instrument used, and the pattern of spontaneous symptom resolution in the affected patients. This retrospective study involves 27 male patients who underwent laparoscopic varicocele ligation between 2004 and 2007. The patients were divided into 2 groups; in ultrasonic shears group, 12 male patients (mean age: 14.7±2.3 years) used ultrasonic shears (ethicon) for dissection and ligation of the vessels, and in endoscopic clips/cold dissection group, 15 patients (mean age: 14.1± 1.8 years) underwent cold dissection and endoscopic clip placement. Reported complications in the ultrasonic shears group included gni nerve injury (n-2), and paresthesias (n-2) which resolved completely by 8 months. In conclusion, genitofemoral nerve injury may be more frequent when the dissection is performed using ¿hot¿ methods.